Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fell into the water and was no longer working. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump available, no additional information was provided.